Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The broken needle strip was stuck inside the tip insert within the hand instrument. This failure mode is typically caused by applying excessive force while attempting to pass through challenging tissue (i.e. Thick or calcified). The end user applied forces will cause the needle to buckle within the cannulation. The remaining portion of the needle was not returned or identified. Unable to remove broken needle strip from the tip insert. Needle dimensions could not be taken. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
It was reported that the ar-12990 knee scorpion was jammed with something and the needle could not be loaded in. A shoulder scorpion instead. The rep reported no piece broke off from the instrument.